Manufacturer narrative:
Corrected data: msipf, sfc45, and ftp information should have been included in initial medwatch report. (B)(4).

Manufacturer narrative:
Device evaluation: lens was returned in a cartridge case, dry with clear surgical residue on the lens. Visual inspection found the lens haptic torn with residue on the lens. (B)(4).

Manufacturer narrative:
No similar complaint type events were reported for units within the same lot. (B)(4).

Event description:
The reporter indicated that a 13.2mm, tmicl13.2, -10.00/1.0/105 (sphere/cylinder/axis), implantable collamer lens tore before/during loading. Per the reporter on (B)(6) 2019, "the lens was not implanted and had only been touched using a wet plunger prior to noticing the tear. A small tear was difficult to see in or" no patient injury. Back-up lens was implanted. Additional information has been requested but none has been forthcoming. If additional information is received a supplemental medwatch report will be submitted.